Manufacturer narrative:
Additional narrative: the brand name was updated to emax2plus. The common device name was updated to motor, drill, electric - handpiece and the product code was updated to hbb. The 510k number was updated to k080802. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor gave an e6 error. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device displayed an e6 error code. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.